Event description:
The patient's mother reported the patient's omnipod 5 application delivered multiple uncommanded boluses on (B)(6) 2025. The mother reported they noticed the uncommanded boluses when the patient stated she felt her blood glucose was low and the reviewed the device history. The device was on the kitchen table at the time of the reported uncommanded boluses. The mom and patient deny programming the boluses and report the last interaction with the device was the night prior at dinner. No specific blood glucose levels or treatment was provided.

Manufacturer narrative:
In the case description, the user mentioned receiving three boluses uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of the reported uncommanded boluses. The log files showed evidence of interaction with the controller in order to open the bolus calculator, load a blood glucose value using the use sensor button, manual adjust the total bolus amount, confirm, and start the bolus delivery for each of the reported boluses. No evidence of an uncommanded bolus was observed in the available logs. Cloud - locked down/smartphone, phone_control_android, cloud - omnipod 5 software app version, 3.1.1. Cloud - smartphone operating system, sp1a.210812.016.g973usqu9ixe3, cloud - smartphone hardware, sm-g973u. Cloud - cgm sensor type, g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
H3 updated from "none selected" to "yes".